Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had error 1871: motor networking. The reported error code typically indicates a problem with the motor, specifically a motor timeout or a locked motor. Patient involvement was unknown.

Manufacturer narrative:
D9: date returned to mfg:3-jul-2025. H3: one device was received for analysis. The service history review identified no related issues in the past 12 months. The motor was tested to see if error code 1871 recurs. The customer issue was replicated. The root cause of the issue was a faulty motor. Replacement of the motor was required but the customer requested for the pump to be scrapped.